Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 3.0mm x 220mm x 150cm, mr coyote balloon catheter was advanced for dilatation. The balloon was inflated four times at 10 atmospheres for 30 seconds each. However, during the fourth inflation, the balloon ruptured. The device was removed without any problem and the procedure was completed with a different device. No patient complications were reported and the patient is in good condition.